Event description:
It was reported that pump experienced malfunction alarm after pump battery depleted. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support on how to reset pump, planned to perform reset when able to charge pump, and was advised to follow up if issue continued.